Manufacturer narrative:
Device evaluation: brown/yellow in the surface of the shell and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a sharp opening on posterior to an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.